Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex is expected to be returned and is currently in transit to the manufacturing site. A follow-up MDR will be submitted when device investigation is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open on the distal end during a procedure. The patient was undergoing treatment for a saccular, wide-necked aneurysm in the right anterior communicating artery. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. It was reported that the pipeline flex was deployed and did not open in the distal section; the device ¿remained in cigar shape even after all steps were followed.¿ afterward, the pipeline flex was reportedly unable to be resheathed into a marksman. The devices were removed from the patient. The procedure was completed using a new pipeline flex device. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
Pipeline flex was returned for evaluation. As received, the pipeline flex braid was not attached to the pushwire. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured to be within specifications. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No kinks or bends were observed on the pushwire. The pipeline braid was returned detached from the pushwire; the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline flex braid were fully opened with no damage. Based on the analysis findings, the report of pipeline flex failure to open at the distal end and failure to re-sheath could not be confirmed. It is possible that the patient¿s moderate vessel tortuosity may have contributed to the failure to open and failure to sheath issues. However, the cause for resistance could not be conclusively determined. The microcatheter was not returned; any contributing factors from the microcatheter could not be assessed. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device.¿